Event description:
It was reported by pt's medical records that pt underwent a right hip arthroplasty in 2007. Post-op, he experienced an infection and was revised in 2009.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The need for further corrective measures is not indicated at this time.